Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had button error alarm. Customer¿s blood glucose was 8.1 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to moisture damage to keypad traces. No button error alarm during testing. Device passed displacement test and self test.